Event description:
The customer reported via technical services department that the unit was not functioning. Upon inspection by field services engineer, the unit was found to have a non-stryker mains plug fitted. The field service engineer further reported that the unit looked to of been pulled in such a way as to cause the gromit that attaches the mains lead to the stretcher frame had been pulled free. The customer further reported that the original stryker lead was damaged. The field service engineer further reported that the mains lead was replaced, but the unit was still not operational, the batteries were low on charge just showing 6v and 9v respectively. It is further reported that there was no adverse consequences.

Manufacturer narrative:
Conclusion: maintained with non stryker parts.